Event description:
The facility representative reported a pump that failed the battery test during bio-med testing. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and the failed battery test revealed depleted batteries. The depleted battery condition resulted in the generation of confirmed failure code 570 (found in event history). Service installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.